Manufacturer narrative:
(B)(6) device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Device history record not available as device is older than 15 years. No service history review can be performed as part number 314.02 with lot number(s) 4178212/ serial number (B)(4) is a lot/batch controlled item. The manufacture date of this item is october 02, 2000. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal tibia open reduction internal fixation (orif) on (B)(6) 2016, the screwdriver handle broke as torque was being applied. The handle broke cleanly into two parts. There were no fragments. There was no delay and no additional intervention. The patient was unaffected by the event and the procedure was completed successfully using an alternate screwdriver. This is report 1 of 1 for (B)(4).